Event description:
A (B)(6) male pt called zoll customer support to report that he was unable to plug the charger power supply into the battery charger/modem. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged power supply connector) has been confirmed. Upon investigation, the battery charger/modem power supply brick connector was bent, which prevented the power supply brick from connecting to the battery charger/modem. The root cause for the damaged power supply brick connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.